Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on (b))(6) 2023, the physician planned to perform interventional embolization treatment of venous fistula. The surgeon chose synchro-10 guidewire and apollo microcatheter. When pushing the guidewire in blood vessel, it was disc overed that the implantable tip of the apollo microcatheter had accidentally detached when withdrawing the guidewire. There was catheter separation/break during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. The break was in the distal portion. The broken segments remain in the patient's external carotid artery. 3cm of the catheter remains in the patient. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for arteriovenous malformation fistula treatment. The access vessel was the femoral artery with a diameter of 2mm. It was noted the patient's vessel tortuosity was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there are no future plans to retrieve the catheter tip at this time. The blood vessels were no calcified but were slightly tortuous. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Product analysis: as found condition: the apollo microcatheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened apollo inner pouch (b524818), and a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal tip was found detached from the catheter. The detached distal tip was not returned as it remains within the patient. The apollo catheter ldpe coupling tube high bond was found damaged (stretched). Testing/analysis: the apollo catheter ldpe overlap was measured to be 1.86mm, which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Tip premature detachment (during navigation) can be caused by vessel tortuosity, use of an incompatible guidewire, or if the detach joint ldpe overlap length is too short. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges) or repositioning of the microcatheter while it is in a wedged position or with vessels that are in vasospasm. It was reported that the apollo catheter tip was not entrapped/stuck and there was no vasospasm. The ldpe overlap length was measured to be within specification, and the patient¿s vessel tortuosity was ¿normal.¿ therefore, it is unlikely that vessel tortuosity or ldpe overlap length contributed to the event. The (stryker) synchro-10 guidewire used in the event was not returned. The synchro-10 guidewire has an outer diameter (od) of 0.010¿, as per an online source. As per the apollo instructions for use (IFU), ¿the apollo¿ onyx¿ delivery micro catheter is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010¿ or less sized guide wires.¿ therefore, the synchro-10 guidewire was found compatible with the apollo microcatheter. The cause of the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.